Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Strings missing- tampons [device physical property issue]. Case narrative: consumer reported via e-mail the strings were missing from the tampons. No injury reported.